Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the pt experienced diminished visual acuity. The lens was reported to be malpositioned. During an iol exchange, a sulcus lens was placed in the posterior chamber for unknown reasons. In a follow up, additional information was received from the surgeon who reported that a previous yag laser capsulotomy contributed to a posterior capsular (pc) tear that occurred during the exchange. A sulcus lens was placed and the symptoms have resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).